Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer tested initially at 10:21 a.m. With a result of 5.9 inr. The customer tested 2 more times at 10:25 a.m. And 10:34 a.m. With results of 6.2 inr and 4.2 inr respectively. The customer stated the result of 4.2 inr may have been from a finger that was already used for a glucose test on his blood glucose meter. The results of 5.9 inr and 6.2 inr were from different fingers. The customer¿s therapeutic range is 2 ¿ 3 inr. No adverse event occurred. The customer has not received any treatment and is in fine condition. The customer does not have anemia or antiphospholipid antibodies. The customer does not take heparin. The customer does take a direct thrombin inhibitor (plavix). The customer was not experiencing any bleeding or bruising. The customer has not had changes in diet or medication. The customer was on antibiotics the week of (B)(6) 2017. The meter and test strips were requested for investigation. Relevant retention test strips (lot 250322-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The material was tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.0 inr. Donor #2 inr: 2.4 inr. Donor #1 hct: 44%. Donor #2 hct: 42%. Donor #1: master lot: 2.0 inr. Donor #1: customer meter and master lot: 1.9 inr. Donor #2: master lot: 2.4 inr. Donor #2: customer meter and master lot: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided.